Event description:
The customer reported that the system had sparks and smoke coming from the tube. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the high voltage cables and the x-ray tube. No addle service info was provided.